Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump developed a cracked screen and the user could only perform meal announcements but could not rewind the pump, prompting shipment of a replacement and transition to backup insulin therapy when the reservoir empties. Symptoms included no reported clinical symptoms despite blood glucose excursions, with highs exceeding 300 and out-of-range duration of approximately three hours. Outcomes included correction using subcutaneous insulin injections administered by caregivers and no need for medical intervention or hospitalization. Investigation included collection of device history and user-reported performance, verification of serial number and shipping details, and instructions to shut down the device and inspection of the returned device. Investigation of this device revealed a physical damage event to the display or housing that impaired pump functionality while leaving alerts active, consistent with a cracked or broken screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an external force.